Manufacturer narrative:
Analysis of the system controller log file showed estimated flow typically ranging between 9 and 11 lpm; however a specific cause could not be determined through this evaluation. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted overnight with sub therapeutic inr and elevated estimated pump flow. Log file analysis provided by the manufacturer''s technical services revealed parameter trends consistent with device thrombosis. On (B)(6) 2017, it was reported that no further tests performed as part of patient¿s evaluation. The patient was given heparin infusion until inr was therapeutic inr at 2-2.5. The patient was discharged with ongoing standard lvad care and management. No additional information was provided.